Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted multiple tool marks. The device had no telemetry and a memory download could not be performed. The device case was removed at which time an odd odor was noted. Internal visual inspection found the battery was leaking from the glass feed-thru. Upon connecting the device to an external power source and reloading software, it was restored to storage mode. Manual electrical testing was then performed and appropriate sensing and pacing was observed. Laboratory analysis confirmed the reported inability to establish telemetry with the device as a result of a depleted battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker could not be interrogated at routine follow-up. Several attempts were made to establish telemetry with the device but were unsuccessful despite troubleshooting. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.